Event description:
The customer reported that the device "failed to alarm on spo2" when the patient's spo2 level went to 56%.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.